Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen became cracked. The cause for the crack was unknown. Subsequently, an unspecified malfunction occurred. Customer¿s blood glucose was 209 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Functional testing was performed and no failure was identified related to the reported malfunction issue.